Manufacturer narrative:
Unit passed displacement test, self test, off no power test, unexpected restart error test, rewind and basic occlusion test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump is alarming no delivery. Customer's blood glucose at the time of the incident was unknown , but customer indicated blood glucose was high. Customer replaced the sets several times and issues persisted. Customer was advised the insulin pump needed to be replaced. The insulin pump was returned for analysis.